Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient previously implanted with a medtronic stent reports experiencing welts all over their body, a swollen tongue and pneumonia symptoms approximately 3 weeks post implantation of the stent. The patient was hospitalized for 4 days and tests performed confirmed that they did not have pneumonia. The patient felt better for a time but then worse again. The patients white blood count was noted to be high. A combination of drugs was prescribed but symptoms still persist. It was stated that they had other stents previously implanted without issue. The patient was scheduled to see an allergist.